Event description:
It was reported that a patient using an infusion set experienced an insulin delivery occlusion that affected blood glucose control, which resolved only after a supply change to a new contact detach infusion set; no abnormalities were observed with the removed set. Symptoms included hyperglycemia. Outcomes included no hospitalization and recovery after the set change. Investigation included troubleshooting with the care team and user education on occlusion management and infusion set replacement. Investigation of this case revealed an insulin flow obstruction consistent with an occlusion in the infusion set, with resolution following replacement, indicating device performance was restored with new supplies. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion of undetermined origin that was resolved by replacing the set.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.